Manufacturer narrative:
Date of event: unknown. PMA / 510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the ultrasafe x100l png raspberry nvs stein the safety devices did not dislodge.

Manufacturer narrative:
Investigation: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that after use of the ultrasafe x100l png raspberry nvs stein the safety devices did not dislodge.